Manufacturer narrative:
Correction from, "it is unknown if the affected load was recalled or released for use." To "load was not involved in this event." Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), concomitant product evaluation, visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 06/03/2016 to 11/30/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." An issue with the performance of sterrad® 100s is unlikely since the cycle passed and the ci disc changed color appropriately. Additionally, the subsequent bi was negative for growth. No further investigation into the concomitant asp product is required. Visual analysis was not performed since the complaint product is not available for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. There was insufficient information to determine if a suspected positive bi did or did not occur. The customer was unable to clarify the reported event and provided several conflicting responses. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The suspect bi was not returned for analysis and could not be evaluated for user error. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. Should additional information or the complaint product be received at a later date, the complaint will be re-opened for evaluation of the event. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) it is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Asp will continue to follow up for additional information. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.